Event description:
There is no additional information.

Manufacturer narrative:
This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. Review of the previous repair record identified the comb was bent and was replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was found during testing that the comb on the device was bent. No adverse event was reported with this event. There was no patient involvement.